Manufacturer narrative:
H4: the device was manufactured from october 22, 2019 - october 24, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be due to an untightened blue winged cap. Functional testing was performed by filling the device with green colored water. After the fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and the blue winged luer cap. This was identified after filling at the hospital. There was no patient involvement. No additional information is available.